Manufacturer narrative:
Concomitant medical products: product ID: 419688 lead, date of implant: (B)(6) 2014; product ID: dtpb2d1 crt-d, date of implant: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post device changeout the right ventricular (rv) lead triggered an alert for high and high/undefined impedance. The lead remains in use. No patient complications have been reported as a result of this event.